Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported via phone call that the insulin pump was damaged. Customer stated the insulin pump was cracked and the reservoir compartment was chipped. The customer reported using electrical tape to hold the reservoir in. Customer's blood glucose was 7.2 mmol/l. Customer was advised to disconnect from the insulin pump and revert to a back-up plan. The customer was advised that the device would be replaced. Customer agreed to return the product for analysis.

Manufacturer narrative:
The insulin pump received with partially broken reservoir tube lip, reservoir tube missing o-ring, broken battery tube threads, cracked case at the display window corner, minor scratched lcd window, scratched reservoir tube window, cracked reservoir tube, and cracked reservoir tube window.